Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning. There was no report of patient harm or injury. The manufacturer received that the patient has alleged stop breathing, particles in device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section, patient outcome code grid, recall (z) number (rfb) in box h has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.